Manufacturer narrative:
Upon investigation of the actual device used in this incident it was determined that the device had a software issue. The technical support specialist mentioned that the manual reboot client performed resolved the issue. The tsc confirmed that the customer was able to retrieve medication form another station, there was no patient impact or delay. The system functioned as intended after the technical support specialist troubleshooted the device.

Event description:
It was reported by the customer that a pyxis anesthesia system restarted automatically during a procedure. The customer stated that the station automatically restarts and going to windows updates during procedure when the patient still on table. The customer informed that it happened for one of their anesthesia stations and it's not supposed to reboot automatically. There were no adverse events or injuries reported based on this event.